Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. There was no device issue noted. The device was removed and replaced. There were no additional patient complications reported.